Event description:
It was reported that an interlink continu-flo set leaked. This occurred during a patient infusion. The reporter stated that the set leaked at the stopcock and manifold luer connection. There is no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.